Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate the medication from the vial. The following information was provided by the initial reporter, translated from japanese: "the user reported that the drug solution could not be aspirated with the syringe from a vial."

Manufacturer narrative:
H6: investigation summary: the customer returned (1) 0.3ml 29ga syringe, reporting difficult to operate (not drawing). The syringe was visually examined and observed no damages. A functionality flow test was performed on the returned sample and proper flow of fluid was observed. Based on the sample received and visual examination, embecta was not able to confirm the reported failure. Due to unknown batch number, no DHR can be completed. Based on the sample received, embecta was not able to duplicate or confirm the customer-indicated failure. The root cause cannot be determined, as the reported failure could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate the medication from the vial. The following information was provided by the initial reporter, translated from japanese: "the user reported that the drug solution could not be aspirated with the syringe from a vial."